Event description:
During a rotator cuff repair procedure, the ground pad was placed on the right upper abdomen of the patient. During the case the alarm went off, nurse checked pad and alarm shut off. When removed pad at the end of the case, they noticed a burn two-thirds the size of the 3m pad. No other information is available.